Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. The signals in the run data file indicate that at 37 minutes into procedure 8, a 8.9e11 platelet yield collection at a concentration of 1586 x1000/¿l, the operator changed the procedure selection to procedure 9, a 7.4e11 platelet yield collection at a concentration of 1285 x1000/¿l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 37 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. The signals in the run data file indicate that at 37 minutes into procedure 8, a 8.9e11 platelet yield collection at a concentration of 1586 x1000/l, the operator changed the procedure selection to procedure 9, a 7.4e11 platelet yield collection at a concentration of 1285 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 37 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process; a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. The signals in the run data file indicate that at 37 minutes into procedure 8, a 8.9e11 platelet yield collection at a concentration of 1586 x1000/l, the operator changed the procedure selection to procedure 9, a 7.4e11 platelet yield collection at a concentration of 1285 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 37 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: you may consider making changes to the procedure selection as early into the procedure as possible. Selecting a different procedure later into the run may result in non-optimal collections. In order to effectively separate blood components, the trima accel system relies on an accurate donor platelet pre-count. Because of this, care should be taken to ensure that the entered platelet pre-count is as accurate as possible. Please see the trima accel operator's manual for donor platelet pre-count best practices. You may also consider monitoring this donor's next few platelet donations for wbcs to determine if there is any donor specific leukoreduction failure trend. Root cause: there was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure. The signals in the run data file indicate that at 37 minutes into procedure 8, a 8.9e11 platelet yield collection at a concentration of 1586 x1000/l, the operator changed the procedure selection to procedure 9, a 7.4e11 platelet yield collection at a concentration of 1285 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 37 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.